Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips (lot# 3592214) have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultra 2 meter had a power issue-meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue started on (B)(6) 2015, when his meter did not turn on. Two weeks prior to this the patient reported that he developed the symptoms of "dizzy, blurred vision, disorientated, shaking and headache." The patient manages his diabetes with pills diet and exercise. The patient claimed that on (B)(6) 2015 he took less food and/or drink and at approximately 5:48 pm the same day reported that he attended emergency room (ER) and was treated by a health care professional (hcp) with insulin, (type and dose unknown). The patient reported that when in ER he obtained a blood glucose result of 682mg/dl on a hospital meter. At the time of troubleshooting the cca noted that it was not the first time the meter was being used, the correct test strips were being used and when the patient pressed the power button the meter did or inserted a new strip the meter did turn on. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: although the patient had stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: on a future date the patient detailed they obtained a reading of 682mg on a hospital device and received hcp intervention therefore, it cannot be said with absolute certainty that the alleged power issue on the subject meter did not affect treatment options prior to the onset of these symptoms.